Event description:
On (B)(6) 2012, the pt underwent the surgery with the xia3. On (B)(6) 2012, when the surgeon confirmed x-ray, the rod was broken. Therefore, the surgeon removed the broken titanium rod and inserted the vitallium rod. The surgeon checked progress by x-ray, he found that the left rod broke first and then the right rod broke. The surgeon requested the investigation of the broken titanium rod.

Manufacturer narrative:
Method: visual inspection, complaint history analysis and risk assessment was completed. Results: 4 fragments of broken rod were returned. Two units, most probably situated at the lumbar segment of spine are very bent. All fragments were given to an internal lab for analysis. Complaint history analysis: 6 previous records for similar issue. For five records it was not possible to determine the failure mode as the implants were either too damaged or not available. The sixth record was related to pt condition. Risk assessment: revision surgery was performed in order to remove and replace broken rods. Conclusion: after 5 months in-vivo, the breakage is most probably produced in fatigue mode. No info about the pt is available, except that the pt did not have any accidents after the surgery. Based on the shape of the received rods it seems that the deformities of the spine of the pt were quite significant which could lead to premature wear of implants. All fragments were given to an internal lab for analysis. Should any additional relevant info be made available in the future this will be reported as supplemental.